Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 149 mg/dl and the sensor glucose was 69 mg/dl at the time of the incident. The customer reported that the insulin pump turned off and went in to low suspend. The customer stated that he will try to replace the transmitter due to the issues. The customer was advised that sensors are out of stock and the replacement will be sent to him the sensors are in stock. The transmitter will be returned for analysis. The sensor will not be returned for analysis.